Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the cause of the noise, oversensing, and pacing inhibition was not determined. The patient did not experience any asystole, and the plan was to continue monitoring the patient. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing leading to pacing inhibition. Pacing impedance and threshold measurements were stable and within normal limits. Boston scientific technical services discussed trying to reproduce the noise with isometrics and pocket manipulation at the next follow-up. The system remains in service. No adverse patient effects were reported.